Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device's video connector was in good condition, the software was up to date, and the light projection alleged was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had limited light projection. The potential adverse event issue was found during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: e3 (inadvertently omitted on the initial report ) and h6 (type of investigation code ¿10¿ was inadvertently omitted on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.